Event description:
From respiratory therapist at (B)(6) hospital: was giving surfactant to infant and the vent bag would not refill to give the med causing the infant to brady and remove the tube (which was clogged). After reintubated and recovered 2nd dose of surf given which also resulted in bradycardic episode and extubation (tube was not clotted). Nnp, fellow, rt, and 4 rn's also stated that these bags were not refilling very fast and not allowing higher pip without increasing the peep to 10cm.

Manufacturer narrative:
Further information shall be provided upon receipt from user facility. Swivel is very stiff and does not swivel freely. Manometer is different - the colors are darker and subsequently the numbers are now difficult to see. Manometer is not showing correct pressures - if you dial in 5 of peep, it should stay about 5, but it goes back to 0. A 1/2 liter bag - the volume is coming out of bag incorrectly as the design of the pleat has changed. The middle pleat does not go all the way up - outside two pleats are correct. The bag is misshaped. The bag does not have the same feel as the old bag. Improper filling time and volume due to the misshapen bag. The 40 cmh2o pop-off does not seem to work nearly as well as earlier bags. With the earlier bags the pressure bleeds off through the valve at around 40-45 cmh2o, but with the newer bags it doesn't seem to bleed off until >50 cmh2o. A CAPA is currently opened to address the accuracy of the manometers. Refer to CAPA(B)(4). According to accuracy tests, (B)(4) and (B)(4), the accuracy error is always on the high side; meaning that the hyperinflation manometer will read higher pressure than is actually being delivered to the patient. This accounts for the observation that the pop-off is bleeding off higher than it did previously. Actually, the pop-off is bleeding off at 40-45 cmh2o, but when observing the manometer, one would think that it is popping off at a higher pressure. It was noted that on some of the samples pulled from the lots in question, the manometer needle read between the 0 and the 5 cmh2o mark when exposed to ambient pressure.